Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that her infusion set's tubing detached from the connector for the second time on the day she had a caesarean section. She also stated that it was not possible for her to lay down on the tube. No further information available.